Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noisy signals and one potential inappropriate shock for an atrial-driven arrhythmia. Technical services (ts) reviewed the device data and noted noise on stored atrial tachy response (atr) episodes. Additionally, it could not be definitively determined whether a delivered shock therapy was inappropriate, as the episodes appeared to be atrial fibrillation (af) with rapid ventricular response (rvr) and proper device adjustments were made. No additional adverse patient effects were reported. This ICD remains in service.